Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "experiencing a higher than usual n2 dropout and therefore difficulty in interpreting single gene target results especially since many of these amplification curves are atypical."

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0302981 was performed by the review of the manufacturing records, retain material testing, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0302981 was manufactured according to specifications and met performance requirements. The retain material of bd max sars-cov-2 reagents from lot 0302981 was tested and gave expected results with normal amplification curves. Customer reported a higher than usual number of samples with n2 dropout and difficulty in interpreting single gene target results with the bd sars cov-2 reagents from lot 0302981. Ten runs, concerning 14 samples, performed between (B)(6), with kit lot 0302981 on 3 different bd max¿ instruments (ct1268, ct1049 and ct0627), were received for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted on the 14 samples identified by the customer. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Examination of the pcr curves revealed four different patterns. The first curve pattern concerned 2 out of the 14 samples (run 471/b11 and run 627/a9). The curves suggest true amplification of both n1 and n2 targets, without any anomaly. Therefore, the customer can consider these samples as true positive results. The second curve pattern concerned 4 out of the 14 samples (run 623/b9, run 774/a12, run 471/ b4 and run 472/a4). The curves showed true but late amplification of the n1 target (CT between 34 and 39.9) and no amplification of the n2 target. Package insert states that amplification of one target is considered as a positive result. Therefore, the customer can consider these samples as true positive results. Such results can occur when viral titers in a sample are at the assay limit of detection (lod). The third curve pattern concerned 5 out of the 14 samples (run 468/b2, b4 & b8, run 471/b9 and run 627/a9). The curves, although containing a slight step dislocation for both n1 and n2 targets, also suggest true but late amplification of the n1 target (CT between 32.7 and 37.1). The n2 target did not cross the threshold and gave a negative result. The amplification curve for the rnasep target shows no anomaly. The last curve pattern concerned 3 samples (run 773/b5 and run 775/b6 & b9) showing atypical curves with a step dislocation in the raw pcr signal, in the three channels, generating positive results. It is unlikely such step dislocations are due to true amplification, but a root cause could not be identified. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0302981. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "experiencing a higher than usual n2 dropout and therefore difficulty in interpreting single gene target results especially since many of these amplification curves are atypical."